Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the two missing screws and the unlocking mechanism is now functional. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during installation performed by a getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp) there were missing screws, causing a locking malfunction. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during installation performed by a getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp) there were missing screws, causing a locking malfunction. There was no patient involvement, and no adverse event reported.